Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported connectivity and impedance checks were completed. It was discovered that electrodes 2-7 are red and contacts 2,3 and 5 are at 40 ,000 ohms. The patient denies any fall or trauma to the implantable neurostimulator (ins). The device was reprogrammed to achieve more pain coverage.